Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product associated with this complaint and completed investigations on 3/5/2025. The instrument was found to have a frayed grip cable. .

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.